Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist advised with customer to contact the pharmacy and ask for a destock label. However, no information has been provided regarding this event the system functioned as intended technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system cubie was unable to open.. The customer stated that was unable to issue lithium carbonate 150 mg cap medication to patient. There was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.